Event description:
A report was received that when the stimulation is on the patient feels shocking sensations during postural changes and also when the ipg is palpated. The patient also reported rapid battery depletion after recently undergoing a pulsed rf procedure. A bsn field clinical engineer (fce) met with the patient and analyzed the device and determined the cause of the sensations were the paddle lead. Reprogramming was not successful and a revision surgery is now recommended.

Event description:
A report was received that when the stimulation is on the patient feels shocking sensations during postural changes and also when the ipg is palpated. The patient also reported rapid battery depletion after recently undergoing a pulsed rf procedure. A bsn field clinical engineer (fce) met with the patient and analyzed the device and determined the cause of the sensations were the paddle lead. Reprogramming was not successful and a revision surgery is now recommended.

Event description:
A report was received that when the stimulation is on the patient feels shocking sensations during postural changes and also when the ipg is palpated. The patient also reported rapid battery depletion after recently undergoing a pulsed rf procedure. A bsn field clinical engineer (fce) met with the patient and analyzed the device and determined the cause of the sensations were the paddle lead. Reprogramming was not successful and a revision surgery is now recommended.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient's ipg was replaced on (B)(6) 2011. The paddle lead remains implanted in the patient. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient's shocking sensation was believed to be caused by the paddle lead tugging at scar tissue. Product analysis for ipg (s/n (B)(4)) indicated that the complaint of overstimulation was not confirmed. However, review of battery profile indicated that maximum battery depletion rate after explant date was 26.8 mv per day with the stimulation turned off, which is beyond the expected range. The aic-u1 damage resulted in the abnormal battery depletion rate of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual (B)(4)).

Manufacturer narrative:
Add'l suspect medical device components involved in the event: model #- sc-1110-02, serial #- (B)(4), description - ipg kit (without pull-through tunneler).

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision. The physician indicated that he does not know what the problem is so there is no sense of urgency. Bsn will be notified if or when the revision will take place. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that when the stimulation is on, the pt feels shocking sensations during postural changes and also when the ipg is palpated. The pt also reported rapid battery depletion after recently undergoing a pulsed rf procedure. A bsn field clinical engineer (fce) met with the pt and analyzed the device and determined the cause of the sensations were the paddle lead. Reprogramming was not successful and a revision surgery is now recommended.